Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not cut and actuation failure of the cutter occurred during surgery. The procedure type was unknown. The procedure was completed on same day after replacing the product with new one. There was contact with the suspect product, however no information was reported about patient impact.